Event description:
It was reported the device went off without a low battery warning. The patient was hypotensive, with systolic blood pressure (sbp) in the 80-90s, in atrial fibrillation. The battery was replaced, but the device still didn't work, so it was replaced. The patient's sbp went back to the 100s. The patient condition improved, and he recovered from the event. During testing, the biomed was able to reproduce the problem of the device shutting itself off, with no warning. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis found the device would not power up. The cause was the main pcb (printed circuit board). The lower case was broken and battery contacts compressed. Excessive adhesive was observed on the lcd display. One of the heart wire contacts and one side of a board connector was not seated properly.

Event description:
It was reported the device went off without a low battery warning. The patient was hypotensive, with systolic blood pressure (sbp) in the 80-90s, in atrial fibrillation. The battery was replaced, but the device still didn't work, so it was replaced. The patient's sbp went back to the 100s. The patient condition improved, and he recovered from the event. During testing, the biomed was able to reproduce the problem of the device shutting itself off with no warning. No further patient complications have been reported as a result of this event.